Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported turns off, which was not reproduced during evaluation. A review of the event history log identified turns off. The cause was determined to be the depressed battery pins. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off when the screen was touched. There was no patient involvement. No additional information is available.